Event description:
It was reported that the ilet user experienced sustained hyperglycemia after announcing meals and additionally attempting to use meal announcements to correct elevated glucose, with concurrent continuous glucose monitor (cgm) readings in the high 200s to low 300s and a confirmatory fingerstick near 295 mg/dl. The event involved user technique and the user interface, and the device itself functioned as designed. Symptoms included hyperglycemia with associated headache, anxiety, and shaking or tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method related to failure to follow instructions when using meal announcements as a correction, with the user interface implicated only as the device component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.